Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2103327. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for further evaluation. The retained samples were inspected and no signs of defect could be identified. Regrettably, without the affected sample, we are unable to identify an exact cause for this reported issue. The medication used by the customer or the method of use (high temperatures, pressures, several uses, etc.) Could affect the sliding properties of the syringe. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. H3 other text : see h10.

Event description:
It was reported that the bd discardit¿ ii syringe plunger movement was difficult during the pediatric anesthesia sampling process. The following information was provided by the initial reporter, translated from "important resistance of the plunger leading to jerks during the sampling, syringe used in the pediatric anesthesia unit from where a lack of precision in the realization of dilutions."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe plunger movement was difficult during the pediatric anesthesia sampling process. The following information was provided by the initial reporter, translated from "important resistance of the plunger leading to jerks during the sampling, syringe used in the pediatric anesthesia unit from where a lack of precision in the realization of dilutions."